Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having high blood glucose of 548 mg/dl and wasn't sure why. Troubleshooting was performed and no anomalies were found. High pressure test was performed and the device passed. Customer was advised to do a complete set change and monitor the device. Customer is not returning the device.